Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a defective display. This condition has the potential to cause an interruption of delivery. This condition was found in the pediatrics department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is colleague (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "defective display" was confirmed during product evaluation by baxter service personnel. This condition was attributed to lines on the main display. The main display assembly was replaced to correct this condition.